Manufacturer narrative:
Device evaluation: the conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The following damage was found during the inspection: the distal solder joint is chemically corroded and leaking. There are residues on the distal cover glass. The shaft is mechanically crushed. Moisture in the rod lens system. The customer's statement "trüb (blurred)" can be confirmed. There are unknown residues of unknown origin adhering to the distal cover glass. The distal solder joint is chemically corroded and partially detached in one area, causing a leak. The leak in the solder joint allowed moisture to penetrate the rod lens system unimpeded, contributing to the blurring of the image. The shaft shows a clear mechanically caused dent. The residues could be cleaned with alcohol and polishing paste. Furthermore, clearly visible residues/abrasion are visible in the rod lens system. The damage found cannot be attributed to a manufacturing/production defect but was most likely caused by clinical use/reprocessing. No further measures will be taken. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer on april 25, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that vision was not clear. No negative impact in state of health reported.